Manufacturer narrative:
Patient had rhead lateral prosthesis revised after 5 years of implantation. Visual eval confirms device is fractured.

Event description:
Patient had lateral radial head revised.